Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The top case was chipped and cracked. The right plunger case was cracked. The force sensor test was found in event history log. The technician performed start-up flow and occlusion tests. The reported issue was not duplicated. Pump did calibrate with no problem. The root cause of the reported issue was unable to be determine. The technician replaced force sensor as a preventative measure. The pump was over 10 years old.

Event description:
It was reported that the force sensor will not calibrate. No patient injury was reported.